Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other fox sv pta referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, concentric, 95% stenosed unspecified behind the knee artery with a vessel diameter of 4.0 mm and lesion length of 40 mm the non-abbott balloon dilatation catheter (bdc) was attempted to be inflated but ruptured. A 3.0 x 40 mm fox sv bdc was used for dilatation but during the first inflation at 14 atm the balloon also ruptured. A 4.0 x 40 mm fox sv bdc was then used for dilatation, however, during the first inflation attempt at 12 atm the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.